Event description:
The customer reported that the system shut down without command. There si no report of pt injury or death.

Manufacturer narrative:
A ge representative evaluated the system and replaced the x-ray tube and the igbt power supply board. The system operates as intended.